Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and when the medical team attempted to advance a catheter through the sheath they failed. The team noticed the valve in the front of the sheath was broken, and that it had been damaged right out of the packaging. The sheath was replaced and the procedure continued with no further issues. No patient consequences were reported.